Event description:
Additional information was received from the manufacturer representative. It was reported that the issue occurred during a cranial bx procedure and that there was an approximate 10-15 minute delay. The manufacturer representative stated that the issue was inter mittent and recoverable after rebooting. It was noted that one monitor remained functional to complete the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735795rpend, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. The reported issue was confirmed and the system monitor was replaced. The system then passed the system checkout and was found to be fully functional. Analysis of the returned monitor confirmed the reported allegation. The monitor would not power on when connected to a known good system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. The navigation system main monitor was going black. The issue occurred when the monitor was being repositioned. The procedure was able to be completed. The length of procedure delay was unknown. There was no impact on patient outcome.  Onsite troubleshooting confirmed all cabling was seated into the computer and monitor. Technical services recommended swapping the main cart and camera cart monitor power cables. The camera cart did have picture return, but after moving the monitor, it went black again. The system monitor would be replaced.